Manufacturer narrative:
The device was returned to zoll (B)(4). During evaluation of device it was determined that the paddles had a foreign substance on them. The foreign substance caused poor patient contact between the paddle and the patient's skin. The paddles were cleaned to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device failed to discharge twice via external paddles. After charging the device a third time, the unit was able to deliver energy via external paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.